Manufacturer narrative:
Results: brace assembly.

Event description:
It was reported by service report that the fowler support on the stretcher was bent. It is unknown if there was patient involvement, however, no adverse consequences are reported.